Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The procedure was completed with a non- boston scientific device. There were no patient complications reported and the patient condition was good.